Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose increased to 521 mg/dl. The customer treated via insulin pump therapy. During troubleshooting the customer confirmed that there were not issues with their site or tubing. However, the customer discovered a bent infusion set cannula. The customer was advised on proper infusion set insertion and usage protocol. The customer was advised to change their infusion set. The insulin pump was not returned for analysis.